Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical devices: 650-1064 - ceramic taper sleeve - unknown lot; 650-1056 - ceramic head - unknown lot. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item # 650-1058, cer bioloxd option hd 40mm, lot# unknown; item #unknown, unknown liner, lot # unknown; item # 51-107180, tprlc 133 mp type1 pps ho 18.0, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 06973; 0001825034 - 2018 - 06983; 0001825034 - 2018 - 07016.

Event description:
It was reported a patient underwent initial left total hip arthroplasty approximately 3 years ago. On an unknown date -post implantation-, the patient was noted to have respiratory failure requiring acute transfer to hospital on unknown date. Attempts were made to obtain additional information; however, none was available.